Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient faced infusion set adhesive issue on (B)(6) 2026.since, patient reported tape peeled off from site as irritation developed after applying set and the patient had bleeding at insertion site due to irritation.